Event description:
It was reported that the pulse generator exhibited false elective replacement indicator. The device remained implanted. It was noted that the patient had been exposed to electromagnetic interference. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).